Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Manufacturer narrative:
The insulin pump passed the displacement test, rewind, basic occlusion test and prime test. However, the insulin pump was received stuck on a motor error alarm loop that occurred during a bolus delivery. The motor was tested outside of the device and passed. The motor may have had an intermittent failure that was not detected during our testing. The insulin pump was received with cracked battery tube threads.

Event description:
It was reported that the insulin pump alarmed motor error during the prime process. The caller stated that the insulin pump had not been exposed to a high magnetic field. The caller stated that the insulin pump was able to fill the tube manually. The caller reported that the insulin pump had alarmed motor error 3 times within the last 30 days. The customer's blood glucose was 6.8 mmol/l. The caller was advised to replace the insulin pump and a request was made to have the device returned for analysis.